Event description:
It was reported external PICC fracture when in use. Patient had to receive another PICC. No other information was provided. Additional information received 26 june 2024: on flushing- infiltration of .9% sodium chloride. Missed 3 doses of abx as unable to obtain IV access whilst waiting new PICC to be placed. Patient had pain, no harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported external PICC fracture when in use. Patient had to receive another PICC. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 9cm and 10cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported external PICC fracture when in use. Patient had to receive another PICC. No other information was provided. Additional information received on 26 june 2024: on flushing- infiltration of .9% sodium chloride. Missed 3 doses of abx as unable to obtain IV access whilst waiting new PICC to be placed. Patient had pain, no harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported external PICC fracture when in use. Patient had to receive another PICC. No other information was provided. Additional information received 26 june 2024: on flushing- infiltration of .9% sodium chloride. Missed 3 doses of abx as unable to obtain IV access whilst waiting new PICC to be placed. Patient had pain, no harm.